Manufacturer narrative:
An event regarding pain & revision involving a triathlon patella was reported. The event was not confirmed. Method & results: device evaluation and results: not performed as product was not returned. Medical records received and evaluation: not performed as medical records were not received. Device history review: indicate devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other events for the lot referenced. Conclusions: the cause of the event could not be determined as insufficient medical information was provided. Further information such as x-rays,medical information and patient history is required to complete the investigation for determining root cause. A CAPA trend analysis was conducted for the reported failure mode and concluded pain may result from other factors not necessarily related to the device. No further investigation is possible at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
Anterior knee pain was reported. The patient was revised (B)(6) 2016.

Manufacturer narrative:
The following devices were also listed in this report: triathlon cr x3 tibial insert; cat# 5530-g-409; lot# mje2d7. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. An evaluation of the device cannot be performed as the device was not returned to the manufacturer due to hospital policy. Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Not returned to the manufacturer.

Event description:
Anterior knee pain was reported. The patient was revised (B)(6) 2016.